Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report patient experienced really bad, migraine-like headaches whenever sensors were inserted. Patient's mother stated that the headaches have occurred ever since the patient began using the system, on approximately (B)(6) 2015. Exact date that patient began use of system is unknown. Patient's mother added that they had suspended use of the system about three weeks prior to reporting the event as the patient did not want to deal with the headaches anymore. Patient's headaches stopped after discontinuing use of the sensors. No additional event or patient information was provided.